Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's tailbone suddenly started hurting. The patient asked if the lead could move. She had an x-ray done, which showed the lead over the tailbone. The patient didn't recall having any falls or trauma, but noted that she did have memory issues.